Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level at the time of incident was 453 mg/dl. The customer experienced the symptoms such as feeling icky. Customer stated that the infusion set had bent cannula. Auto mode was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.